Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a tear. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the outer insulation is torn at 89.6cm, and the lead is stretched. Concomitant medical product: a7700e23 mechanical valve implanted: (B)(6) 2001.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.